Event description:
Additional information received from the consumer reported prior to having the device removed it had healed, but then there was a hole and the wires popped through their head.

Event description:
It was reported that the patient bumped his head hard, causing the lead to erode through the skin. There was exposure with contamination of the right supraorbital electrode. There was a loss of efficacy and normal battery depletion. As a result, the occipital peripheral nerve stimulator (pns) lead system and the implantable neurostimulator (ins) were explanted. It was noted that it never worked for him. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of ins (s/n (B)(4)), found no significant anomaly. The ins was functionally okay. Analysis of leads (l/n v965034028 and v975221036), found no significant anomaly. The lead bodies were cut through and the products segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, lot# v965034028, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3777-60, lot# v975221036, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.